Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported one false negative result generated when running the alinity m sars-cov-2 assay. According to the customer, the sample was retested on the same instrument and repeated twice on another alinity m generating positive results. The original non detected sample had a delay of approximately 3 cycle threshold for the internal control compared to the positive samples, indicating there was an inhibition effect but it was still within range for the internal control. It was confirmed by the customer that the positive result was reported outside the laboratory. There was no patient management impact reported due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 515948 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 515948 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 515948 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 515948. The complaint history review identified two additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 515948. One complaint was investigated and no product deficiency was identified. The other ticket has been elevated for investigation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 515948 was not identified.